Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that during implant procedure, the guidewire could not be withdrawn from the lv lead. The lead was not used and replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.